Event description:
Related manufacturer reference: 3008452825-2019-00012, 3005334138-2019-00018. During a ventricular tachycardia ablation procedure, a pericardial effusion occurred. A brk needle was used for transseptal puncture to map the vt in the left ventricle. Mapping was performed with the advisor hd and the tacticath se was in the left ventricle. The patient entered vt and was cardioverted multiple times. During ablation of the ischemic vt in the left ventricle with the tacticath se, the patient entered vt and became hypotensive. The patient was cardioverted and entered sinus rhythm, however remained hypotensive. An echocardiogram confirmed a pericardial effusion for which a pericardiocentesis was performed to stabilize the patient. It is unknown at what moment the effusion occurred. There were no performance issues with any abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. A review of the device history record was not possible since the batch number is unavailable. The cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.